Event description:
A materials manager reported during a cataract extraction with intraocular lens implant procedure, the surgeon noted the handpiece got really warm and then stopped after a couple of minutes. It was noted that the connector port on the system was blackened. Surgery was completed using an alternate handpiece in the second port of the system with no impact to the patient or the surgeon.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).